Manufacturer narrative:
The treatment tip was returned for evaluation. The tip was evaluated and passed flow and thermistor testing. Tip failed leak and visual (tear on tip corner) testing. Tip passed functional testing using 50 reps. The cause of the tear is unknown. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator that the cryogen can is empty or a cooling system fault is present, a tuning issue because of connection with return pad, and the system was tuned at one treatment location and they have changed to a different treatment location. Both the thermage user manual and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. Burns, blisters, scabbing, and scarring are possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced pain and 1mm sized blisters during treatment on the cheek. Patient was not administered any pain medication or placed under anesthesia. Allegedly, the corner of the treatment tip was burned. The physician stopped the procedure and did cooling on the treated area. After that, steroid ointment and propeto was applied. Additional information has been requested, but no additional information has been received.